Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, power supply, and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system rebooted without command. There were no reports of an injury or death.